Manufacturer narrative:
Device evaluated by MFR: the v.a.c.® granufoam¿ dressing lot number was not provided, and the dressing was not returned; therefore, a device history record review and a device evaluation could not be performed. Based on information provided, kci cannot determine when the foreign material alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. The patient reportedly experienced a lapse in on-going wound care from appropriately trained personnel. The foreign material was allegedly left in the wound for over the manufacturer's recommendations. This event is being reported due to potential use error. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Transition patients between care settings -if the post-acute v.a.c.® therapy unit is not available or discharge, and therapy will be off for more than two hours, remove the v.a.c.® therapy dressings before the patient is discharged. Apply an alternative dressing, such as wet to moist gauze, as approved during times of extreme need, until the new v.a.c.® therapy unit is delivered, and appropriately trained personnel are prepared to provide on-going care of the patient. -v.a.c.® therapy should not be discharged with a patient if the clinician has a question about the availability of appropriately trained personnel. V.a.c.® therapy dressings should be removed and an appropriate alternative dressing applied until trained personnel are secured by the healthcare provider and a v.a.c.® therapy unit is delivered. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On (B)(6) 2022, the following information was reported to kci by the operations manager: on (B)(6) 2022, the patient was discharged home with a v.a.c.ulta¿ therapy system. The patient was scheduled to follow up with the vascular clinic one week following discharge but did not make it to the appointment. On (B)(6) 2022, the patient presented to the clinic for vascular and endovascular services and stated the v.a.c.ulta¿ therapy system was not working. It was noted that the patient's wound had grown into the foreign material alleged to be v.a.c.® dressing. Additionally, two photos were provided displaying the patient's wound with foreign material visually consistent with v.a.c.® granufoam¿ dressing. On (B)(6) 2022, the following information was reported to kci by the operations manager: on (B)(6) 2022, the patient was admitted to the hospital for surgical debridement of an embedded foreign material within the wound alleged to be v.a.c.® granufoam¿ dressing. Bleeding was controlled by pressure and electrocautery. There were no signs of infection noted and the patient was discharged from the hospital the same day of debridement. The patient did not have a home health agency performing dressing changes. No additional information provided. The v.a.c.® granufoam¿ dressing lot number was not provided, and the product was not returned; therefore, a device history record review and device evaluation could not be performed.